Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary alr2flr_aux drw 5.1 drawer failed, while the remote smart service (rss) status showed online. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.1 was failed. A field service engineer verified the issue and confirmed that the auxiliary half height 5.1 drawer was not detected. Upon inspection, discovered that the retractor band was broken and that the clip securing the retractor band to the controller module printed circuit board assembly board was also broken. Replaced the retractor band and the controller module board and reconfigured the system, rebooted, and ran firmware updates to resolve the issue. The system functioned as intended after the field service engineer repaired the device.